Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the ventilator failed while on a patient. No patient injury reported.

Manufacturer narrative:
Dräger has initiated repeated requests for additional information but these were not responded to. There were no parts returned and a log file wasn't provided either. Thus, the assessment was based on evaluation of the initial description. A "vent fail" can be triggered by several conditions such as loss of calibration data, malfunction of ventilator hardware, loss of airway pressure monitoring, too high airway pressure, empty battery with no mains supply connected and many more. Based on the available information it is not possible to differentiate between these imaginable scenarios. The hospital's biomed reportedly performs service and repair activities on his own behalf. Information concerning parts and repair for the individual cases was transferred to him. It was recommended to perform a full check according to dräger's instructions after the intervention before the device will be released for doing service on patients again. When automatic ventilation fails this will be brought to the user's attention by means of a corresponding alarm. Manual ventilation will be possible even in switch-off state. Patient gas monitoring is mandatory to have a continuous overview of the patient state. There was no injury reported for the particular case.

Event description:
Please refer to intial MFR. Report # 9611500-2018-00280.